Event description:
The hospital reported that there was no air passing through the btt short port on the vasoview hemopro 2. An accessory pack was opened to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review could not be performed as the product lot number is unknown. (B)(4).